Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with two different programmers and programmer wands. The device did, however, emit tones appropriately with magnet placement. A magnet reset was performed and the device was then able to be successfully interrogated with a programmer. Upon interrogation, battery depletion and charge time messages were observed. Additionally, the device was noted to have reached end of life (eol) ten months ago. It was reported that the last device check occurred one year ten months ago. Technical services (ts) recommended device replacement. Surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with two different programmers and programmer wands. The device did, however, emit tones appropriately with magnet placement. A magnet reset was performed and the device was then able to be successfully interrogated with a programmer. Upon interrogation, battery depletion and charge time messages were observed. Additionally, the device was noted to have reached end of life (eol) ten months ago. It was reported that the last device check occurred one year ten months ago. Technical services (ts) recommended device replacement. Surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of device memory found recorded a battery depletion alert, and a charge timeout alert. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.